Manufacturer narrative:
The reagent size code was updated on 07oct2024. Updated field d4-lot# from 59328ud01 to 59328ud03 and field d4-primary UDI number from (B)(4). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 59328ud03, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house accuracy testing was completed, all validity and acceptance criteria were met which indicates the product is performing as expected. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with lot with lot 59328ud03 and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg reagent lot 59328ud03 was identified.

Event description:
The customer observed a false positive for architect total b-hcg for one female patient who is not pregnant. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 1666.06 miu/ml positive. Repeat result = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one female patient who is not pregnant. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 1666.06 miu/ml positive. Repeat result = <1.2 miu/ml no impact to patient management was reported.